Event description:
A customer reported issues with an unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and a callback from technical support, so no additional corrective actions were documented.